Manufacturer narrative:
Correction to field: lot number d4. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze pump was microscopically inspected contamination was found within momentary squeeze pump. Momentary squeeze pump tubing was cut down to the pump block; the tubing was not returned for analysis. Momentary squeeze pump passed the leakage testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Correct device information.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.